Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced periods of asystole four days after the implant of their implantable pulse generator (ipg) system. It was further reported that the right ventricular (rv) lead exhibited failure to capture, fluctuating thresholds, increasing thresholds and fluctuating impedance. The rv lead was revised and remains in use. It was also reported that during the revision procedure, the ipg was not sending out pacing to the rv lead when the rv lead was re-connected to the ipg. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.